Event description:
Reporting status: malfunction. Reporting rationale: shaft / balloon separation has caused or contributed to patient injury previously. Device issue: shaft / balloon separation. It was reported that the distal shaft of the device stretched and separated during removal through another company's rhv, causing the balloon to separate from the shaft. The separated shaft is returning without the balloon. It was stated that there was nothing left in the patient. The patient is doing fine. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned without blood visible. There was contrast in the inflation lumen. The balloon had separated at the proximal seal and was not returned. The inner member had separated at the same location. This includes the inner member and the tip of the catheter that was separated and was not returned. The outer shaft proximal to the guide wire exit notch had stretched and was 16 cm in length. The entire length of the distal shaft, guide wire exit notch, and inner member was torn and was slightly stretched. The total length of the distal shaft distal to the guide wire exit notch was 22 cm. The fracture face of the separated inner member was stretched and jagged. The fracture face of the shaft at the proximal seal was jagged. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The rhv used during the procedure was not returned. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that during attempts to remove the rx voyager through the rhv, the shaft of the catheter separated. The distal portion of the shaft, including the balloon was removed from the patient, though only the proximal portion was returned for analysis. The rx voyager can become difficult to remove from the rhv due to factors including, but not limited to, balloon damage, loose balloon folds, kinks in the catheter shaft, or a tightened/locked rhv. In this case, the rhv used during the procedure was not returned for analysis, and thus it cannot be determined how it contributed to the difficulties experienced. Furthermore, the distal portion of the catheter was not returned for analysis, such that it cannot be assessed how the balloon may have contributed to the resistance with the rhv. Analysis of the returned proximal portion found that the separation faces of the inner and outer members were stretched and jagged, and that the entire length of the distal shaft was stretched. The separation of both the inner and outer members occurred at the proximal seal of the balloon. The stretching observed on the returned device suggests that force was used to pull the rx voyager out of the rhv such that tensile overload occurred and the shaft separated. The distal shaft was torn from guide wire exit notch, which may have been the result of pulling the catheter and guide wire in opposite directions during the difficulties experienced with the rhv. There were several bends in the shaft of the catheter, which may have been the result of mishandling or packaging and shipment back to abbott vascular for analysis. Based on the incident information and returned device analysis, it appears that the root cause of the shaft separation and other damage was likely the force used to separate the rx voyager from the rhv. However, no root cause for the resistance with the rhv can be determined. A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint handling database revealed no previous incidents with this part number/lot number combination. This MDR is considered closed by the product performance group.